Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the tubes didn't draw enough volume of blood due to a lack of negative pressure."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-feb-28. H6: investigation summary: bd received 42 unused samples and 1 photo from the customer in support of this complaint. Functional testing was performed on 20 customer samples with all tubes drawing the correct amount of water within the specification limits. A photo was returned of the pdf draw form. Additionally, 10 production lot in-house retention tubes samples from the indicated lot were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the customer samples and the retention samples did not exhibit the customer¿s failure mode of "underfill". The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the tubes didn't draw enough volume of blood due to a lack of negative pressure."